Event description:
Additional information was received from the healthcare provider (hcp). When asked what steps were taken to resolve the issue, they reported the patient will come into the office for a visit and meet up with a manufacturer representative (rep) to discuss further on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they don't think they were using it correctly, and they are using a lot of pads, because they are having leakage. The patient stated that when they came home from the hospital last week, they put it on, and they noticed that they were really leaking. The agent had the patient connect to the ins, and reviewed changing programs. The patient was able to change programs and increase stimulation to a comfortable level on the bike seat area. The patient agreed to monitor the issue and was redirected to their doctor if it persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.